Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10f2 is available in the USA with a 510k number k131855. Evaluation summary- it was caused due to the insertion flexible tube (ift) looseness. In addition, we confirmed that the ccd module disconnection and the light guide fiber bundle (lcb) brake; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion tube loosened, leaky.